Event description:
"Death: on (B)(6) 2017: tevar was performed for the distal aortic arch aneurysm. The relay plus was deployed at zone 2. On (B)(6) 2019: regular follow-up 4d CT scanning revealed that the aneurysm became bigger due to endoleak. Endoleak occurred at the third stent from the proximal end. The physician presumed that the endoleak was typeiiib then. On (B)(6) 2019: the patient passed away due to aortoclasia caused by the aneurysm's rupture. It was supposed that endoleak typeia lead to widening the ascending aorta's diameter. Additional tevar with a competitor's stent graft had been planned to perform on (B)(6) 2019." Patient outcome: "death".

Event description:
"Death: on (B)(6) 2017: tevar was performed for the distal aortic arch aneurysm. The relay plus was deployed at zone 2. On (B)(6) 2019: regular follow-up 4d CT scanning revealed that the aneurysm became bigger due to endoleak. Endoleak occurred at the third stent from the proximal end. The physician presumed that the endoleak was typeiiib then. On (B)(6) 2019: the patient passed away due to aortoclasia caused by the aneurysm's rupture. It was supposed that endoleak typeia lead to widening the ascending aorta's diameter. Additional tevar with a competitor's stent graft had been planned to perform on (B)(6)2019." Patient outcome: "death."